Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic esophagectomy, the clip was malformed. The device was used on the blood vessel. Another competitive device was used to complete the case. There were no adverse consequences to the patient.